Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use were observed. There were no signs of blood observed. A piece of the silicone insulation on the cold jaw was detached. The detached piece was not returned. There were no signs of cracks or peeling observed on the hot jaw. The heater wire on the hot jaw was observed to be slightly flexed away from the center of the jaw and near the tip, but remained attached to the base and tip. Based on the returned condition of the device and results of the evaluation, the reported failure "peeled" and the analyzed failure "material twisted/bent" were confirmed. A lot number was not provided. A ship history to the account for the year prior to the reported event date was performed. There were no recorded sales of this product to the reported account.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro tip was broken. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro tip was broken. A replacement device was used to complete the procedure. No patient involvement.